Manufacturer narrative:
D3 model number, d3 lot number, d4 expiration date, d4 unique identifier (UDI) # have all been updated.

Event description:
Reported via study. It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. During the procedure there was an air embolism that was present in the patient. The patient had an st segment elevation that required transient pressors. The st segment resolved, and the procedure was continued. The procedure was completed with a closure device successfully implanted in the laa of the patient. There were no other complications that were reported to have occurred, the patient made a full recovery from this event and was discharged from the hospital.

Manufacturer narrative:
D3 model number, d3 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Reported via study. It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. During the procedure there was an air embolism that was present in the patient. The patient had an st segment elevation that required transient pressors. The st segment resolved, and the procedure was continued. The procedure was completed with a closure device successfully implanted in the laa of the patient. There were no other complications that were reported to have occurred, the patient made a full recovery from this event and was discharged from the hospital.